Manufacturer narrative:
(B)(4). The service engineer inspected the device, replaced the graphic user interface (gui) printed circuit board (pcb), gui cable and upgraded the software. The ventilator then passed all performed testing and calibrations per the manufacturer's specification.

Event description:
It was reported that the ventilator shut down. There is no patient involvement associated with this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.